Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the post broke off. The post was returned with the implant. The device shows signs of wear. A review of complaint history revealed similar events for the listed device over the previous 12 months, however, no commonalities that would suggest a device deficiency was found nor an adverse trend. No similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that based on the limited information provided, the clinical root cause of the reported patient symptoms of laxity and tibia subluxation is due to the broken post insert which was confirmed during the revision surgery. However, the clinical root cause of the post insert fracture 15 years post tka cannot be definitively concluded as supporting documentation was not provided. The product evaluation noting repeated posterior contact of the post may indicate that the placement of the femoral component may not have been ideal or maybe even migrated over time, but this cannot be confirmed without the x-rays for evaluation. The patient impact beyond the reported laxity, tibia subluxation, post insert breakage and revision cannot be determined. The patient¿s current health status remains unknown. Therefore, no further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of instructions for use for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Also, revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. According with inspection procedure, the inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe). Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka on (B)(6) 2008, the patient experienced laxity and tibia subluxation. A revision surgery was performed on (B)(6) 2023 to exchange the gii ps hi flex isrt sz 5-6 11, and the post was found to be broken. The current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).